Event description:
The customer reported the video image went all white during a case. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the bios battery and reformatted the workstation hard drive. System operates as intended. (B)(4).